Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve in aortic position was explanted and replaced with a 23mm 11500a aortic valve after an implant duration of 1 year, 2 months and 4 days. Reason for reintervention was not provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry and medical record that a 25mm 11500a aortic valve in aortic position was explanted after an implant duration of one (1) year and two (2) months due to endocarditis. The patient concomitantly underwent mvr. Per medical records, patient was diagnosed with infective endocarditis. Patient presented with severe mitral regurgitation in the setting of mitral valve prolapse (native), requiring mvr. Intraoperatively, vegetations noted on mitral leaflet. There was poor exposure of mitral leaflet due to av bioprosthesis. Aortic valve was removed, with findings of a chronic abscess inferior to the left coronary sinus. No significant pvl was noted following double valve replacement. Patient was transported to the ICU in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (device code and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error ((B)(4)). Engineering evaluation summary: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was learned through implant patient registry and medical record that a 25mm 11500a aortic valve in aortic position was explanted after an implant duration of one (1) year and two (2) months due to unknown reasons. Per medical record, the patient concomitantly underwent mvr.